Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: (B)(4) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 400 mcg/day via an implantable pump. Indication for use was intractable spasticity and head/brain injury. Concomitant medication was ativan. The date of the event was (B)(6) 2019. It was reported the patient fell about two months ago. The patient developed increased spasticity in the past two months. A dye study was performed two weeks ago. The catheter was dislodged. Oral baclofen was started. Catheter replacement surgery was arranged. The patient¿s family requested the pump be replaced also. The pump and catheter were replaced (B)(6) 2019. The issue was resolved. Patient status was alive - no injury. Patient weight was (B)(6). Medical history includes brain injury related to surgery at age (B)(6), severe spasticity, and recently diagnosed with guillen barre syndrome. No further complications were reported.